Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Patient called lfs and alleged that her meter was reading inaccurately high. The patient obtained result of 293 and 92 mg/dl on her meter. The patient was comparing her meter to another meter, which is an invalid comparison. She did not report the results on the other meter, only stating that her meter was "20 or 150 points" over her meter. She contacted the clinic where she received the meter. No treatment was reported. The test strips were in good condition, codes matched, and the technique for applying blood to the test strip and for cleaning the puncture site were correct. The patient performed two control solution tests, both failed. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence that the meter contributed to a serious injury. A replacement meter is being sent to the patient.